Event description:
The patient experienced atrial fibrillation on day 2 after the tmr procedure. Additionally, the patient experienced an upper gi bleed on (B)(6) 2014.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
The patient experienced atrial fibrillation on day 2 after the tmr procedure. Additionally, the patient experienced an upper gi bleed on (B)(6) 2014. The patient was angina-free at 30 days. According to documentation, all available records she the handpiece was correctly assembled from sound components and were inspected to specifications. Atrial fibrillation is a common earl adverse event after coronary artery bypass graft procedures with our without adjunctive tmr. This is not unexpected event two days after the procedure. Upper gi bleed was a result of erosive esophagitis as confirmed by endoscopy and is unrelated to the tmr procedure.

Event description:
The patient experienced atrial fibrillation on day 2 after the tmr procedure. Additionally, the patient experienced an upper gi bleed on (B)(6) 2014.